Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error on several occasions. The alarm was cleared and the device was rewound each time the motor error occurred. The patient's blood glucose at the time of incident was 250 mg/dl. The customer then alarmed compromised force sensor system yesterday evening. The customer has since reverted to their medically prescribed back-up plan. A few weeks ago, the device was dropped against the hard floor and the drive support cap became flush; the customer had attempted to push the cap back into the insulin pump. No products were returned or replaced since the insulin pump is out of warranty.